Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. The reported issue could be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The ¿ok¿ key is not responsive and when the top row of soft keys are pressed there is a doubling in the audible tone' was verified. The cause was determined to be a failed keypad. The keypad was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump has a faulty key pad. The ¿ok¿ key is not responsive and when the top row of soft keys is pressed there is a doubling in the audible tone. There was no known patient injury or medical intervention associated with this event. No additional information is available.